Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one femoral impactor head had broken at the point where the tip connects to the impactor handle.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that one femoral impactor head had broken at the point where the tip connects to the impactor handle. There is no indication that a surgery was adversely impacted. Review of the inspection records for the affected lot indicate that the device was manufactured to specification.